Event description:
It was reported by boakye et al in a publication entitled "anterior cervical discectomy and fusion involving a polyetheretherketone spacer and bone morphogenetic protein" (j. Neurosurg: spine 2: 521-525, 2005) that a patient underwent an acdf procedure using rhbmp-2/acs. Postoperatively, the patient developed transient right vocal cord paresis manifesting with hoarseness.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.